Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900346 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the fifth clip did not come out to the jaws properly at loading during an operation. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.

Event description:
It was reported that the fifth clip did not come out to the jaws properly at loading during an operation. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab slightly bent and a centering tab on the distal end of the channel bent outward. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the ratchet ears are intact. The first clip was loaded properly, but the next clip was protruding from the channel. The first clip was then successfully applied to over-stressed surgical tubing. Another attempt was made, but double feed occurred. The front clip shot out of the device and the second clip loaded halfway into the jaws. After manually removing the clip and completing the trigger cycle, the next clip in the channel was the indicator clip. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The bent rotation tab and double feed are both indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. In this case, it appears that the clip stack also caused the centering tab to bend outward. The sample was received with 3 clips remaining indicating that 12 clips were fired by the end user. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loaded properly" was confirmed based upon the sample received. The device was returned with its rotation tab bent and a centering tab bent outward. The sample was returned with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. During functional inspection, a double feed occurred. The bent rotation tab and double feed are both indications that the clips were out of position and stacking on one another which could prevent the clips from loading properly into the jaws of the device. In this case, it appears that the clip stack also caused the centering tab to bend outward. Although the reported complaint issue was confirmed, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.